Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited high shock impedance. Given the implant duration (1 month), a loose setscrew is suspected. A guidant technical services (ts) consultant discussed that an invasive procedure would be required to determine which setscrew is loose. To date, there have been no reported patient symptoms associated with this clinical observation.